Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot numbers gd896191 and gd895961 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Same patient as (B)(4).

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. Nine days prior to the receipt of this report, the pt was hospitalized for the event. The cause of the peritonitis was unknown. On an unknown date, the pt¿s pd catheter was removed. At the time of this report, the pt was still receiving an unknown treatment in the hospital and was not recovered from the event. Additional information was requested but was not available. This is report 1 of 2 involved in this peritonitis event.